Event description:
Rn was attempting to start a new IV and after the pt was stuck, the rn was withdrawing the needle from the catheter and the safety device failed to engage, leaving tip of needle exposed. Rn was stuck in the hand by the needle.